Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) had identified that the tower doors appeared ghosted and performed a full reset and recovery of all doors. After resetting, all doors were restored to normal operation with no further issues observed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower multiple doors failed and could not be opened. The error message ¿requires maintenance¿ appeared on the screen. The customer switched off the station, unplugged and plugged the power cord, and was not able to recover the tower doors. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.